Manufacturer narrative:
Siemens has investigated the incidence of positive bias on immulite 2000 psa assay, and a positive bias of 20-23 percent relative to who 96/670 has been confirmed. An urgent field safety notice (ufsn) - (B)(4) immulite/immulite 2000/immulite 2000 xpi psa positive bias to who 96/670 - was sent to customers in june 2013. The ufsn states that customers are to discontinue use of the product and discard affected kits remaining in their inventory.

Event description:
A discordant high result was obtained on one patient sample for prostate specific antigen (psa) on an immulite 2000 instrument using reagent lot 381. The sample was rerun on the same immulite 2000 instrument and on two alternate platforms. The result on the immulite 2000 was comparable to the initial high result, but resulted lower on the alternate platforms. There are no known reports of patient intervention or adverse health consequences due to the discordant high result on one patient sample for psa on the immulite 2000 instrument using reagent lot 381.

Manufacturer narrative:
The initial MDR 2432235-2013-00269 was filed on july 2, 2013additional information (07/03/2013): the cause of the positive bias on the immulite 2000 psa assay is a control system deficiency.